Event description:
It was reported that the patient experienced pain at the pocket site, inadequate stimulation and undesired stimulation at non-target area. The patient underwent an ipg replacement procedure. No further information has been obtained.